Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned their ins stopped working several years ago and they stopped using it. Technical services (tss) reviewed MRI information and redirected to healthcare provider (hcp). Pt mentioned they have an appointment with their hcp next week. Additional information was received that their stimulator is being removed on (B)(6) 2026.